Event description:
It was reported that an increase in thresholds were observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.